Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device dependent patient presented for system explant procedure on (B)(6) 2018 due to infection. The right ventricular lead was recently implanted on (B)(6) 2018. A temporary lead was implanted. The patient tolerated the procedure well with no immediate complications.